Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours. The patient noticed airplane mode was on and was able to turn it off. In addition it was noticed that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.